Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia, diabetes mellitus, coronary artery disease and atherosclerosis.

Event description:
Through implant patient registry and investigation it was learned that a 27mm 3300tfx valve in the aortic position was explanted after an implant duration of 8 years, 6 months and 17 days due to calcification and stenosis. The patient presented with heart failure, dyspnea and chest pain. The explanted valve was replaced with a 25mm 11500a valve. The patient was in recovery post procedure and discharged on pod#5.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h3, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: customer report of calcification and stenosis were confirmed. X-ray demonstrated commissure 3 bent inward; heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 3 on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. Leaflet 3 had a 2mm long tear near commissure 3 and calcification was evident at the tear. Calcification restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflet 2 near commissure 3. Damages appeared serrated and did not penetrate leaflets. Wireform was exposed on commissures 2 and 3 on the outflow aspect. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Sewing ring fragment was not returned.

Event description:
Through implant patient registry and investigation it was learned that a 27mm 3300tfx valve in the aortic position was explanted after an implant duration of 8 years, 6 months and 17 days due stenosis caused by heavy calcification, moderate pannus and leaflet tear. The patient presented with heart failure, dyspnea and chest pain. The explanted valve was replaced with a 25mm 11500a valve. The patient was in recovery post procedure and discharged on pod#5 to transitional care. Product evaluation confirmed heavy calcification on all 3 leaflets , moderate host tissue on leaflet 1. Leaflet 3 had a long tear and calcification evident at the tear. Mechanical damage marks were observed on the free margin of leaflet 2 near the commissure. Damages appeared serrated and did not penetrate the leaflets.